Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 with diabetic ketoacidosis (dka). The patient reports ¿as the result of multiple precipitating factors.¿ the patient¿s controller would not turn on (it would boot up, but the screen went black and immediately powered down again). The reporter stated they had tried ensuring the controller was charged/plugged in while attempting to reboot and the controller would not power back on. The patient's specific blood glucose level results were not provided. Symptoms reported include hyperglycemia, nausea, vomiting, confusion, dizziness, and ketones (exact results not specified). The patient was treated with intravenous insulin and unspecified intravenous fluids. The patient was still in the hospital at the time of the report but could be discharged and return home as soon as possible once they could resume omnipod treatment. A replacement device has been sent to the patient.